Event description:
Caller reported that the pump displayed the reset screen unexpectedly. There was no reported impact on the customer's blood glucose level as the caller declined to answer if it exceeded 500 mg/dl. Technical support arranged to replace the pump, advised the customer on using mdi as backup therapy, and provided instructions for returning the faulty pump.